Event description:
Boston scientific received information that this implantable pacemaker had premature battery depletion (pbd). Boston scientific company representative reported that the present magnet rate was 85 bpm and the lower rate was reduced to vvi 50bpm. The previous device check indicated one year remaining on the battery with magnet rate of 90 bpm. The patient was booked for urgent device change. The patient had good underlying rhythm and is not dependent in which there was no presence of asystole or pauses. Additional information indicated that the pacemaker was successfully explanted. The pacemaker is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.